Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using the evercross 035 device, a left mid iliac artery lesion described as plaque was treated and the balloon burst circumferentially/radially during the procedure on the first inflation. The balloon was inflated using a non medtronic inflation device and 50/50 contrast fluid. The balloon did not detach. The device was safely removed from the patient, and a new device was used to complete the procedure. The patient was reported to be alive with no injury and no health consequences or impact.